Event description:
The submission of this medical device report is required of "user facilities" by the smda of 1990. Neither the submission of information by this facility pursuant to this act, nor the public release of such information, constitutes an admission that a device has malfunctioned, or establishes the existence of any connection between the "user facility", a device and any death, serious illiness or serious injury.the end piece of a grasping forcep broke off in patient's abdomen. After extension searching with laparascope, an x-ray of abdomen was obtained per doctor's request. The [piece could not be relocated and therefore could not be recovered at this timedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: mechanical problem, telemetry failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.